Event description:
It was reported that the preloaded intraocular lens (iol) would not advance into the patient's eye. There was incision enlarged but no sutures needed. No other information is available.

Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: july 17, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the plunger rod was partially advance and the cartridge tip was damaged. Lens fragments were observed inside the cartridge and a small portion of haptic was observed to be stuck to the outside of the cartridge. Ovd was observed inside the cartridge. The lens module, plunger rod, and handpiece were inspected and no issues were identified. The complaint issue was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.